Event description:
Customer reported an issue with the dpm 4 monitor, which may have affected patient monitoring. No patient injury was reported. Sn: (B)(4).

Manufacturer narrative:
Device is being returned to the company for analysis.

Manufacturer narrative:
The device was evaluated by the manufacturer and were unable to duplicate the device malfunction.

Event description:
Customer reported an issue with the dpm 4 monitor, which may have affected patient monitoring. No patient injury was reported. This report is for five (5) dpm 4 monitors. Serial numbers are as follows: (B)(4).